Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported she was having a problem regarding her machine. The patient noted she was out on a trip for three weeks and it seemed like she was having trouble using her monitor again. The patient was transferred to patient services. The patient reported she had never used her patient programmer. The patient noted she was trained like three months ago, but she was not sure if she was doing it correctly. The patient stated she kept getting icons on the patient programmer, but it didn¿t look like it was working. Patient services review to put the antenna on the implant site before pressing any buttons. Patient services walked the patient through using the patient programmer and the patient had no issues. Patient services could not confirm what the patient was seeing previously on the screen, but it was likely the poor communication due to user error. It was noted the poor communication was resolved. The patient noted that it felt like she needed to go to the bathroom more. The patient increased stimulation. The patient planned to monitor symptoms after the change was made and would follow-up with the healthcare professional (hcp) if the symptoms did not resolved. It was noted the patient felt like they had to go to the bathroom more on either (B)(6). The patient stated on (B)(6), she felt like there was kind a shocking sensation in her vagina, the patient did not feel it at the time of the call. It was reviewed that if the patient felt shocking sensation again, if it was uncomfortable, try decreasing stimulation and follow-up with their hcp. There were no further complications that have been reported as a result of this event.